Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing to confirm reactivity of the kell antigens. Satisfactory results were observed. Ocd also peformed testing with the returned patient sample. The sample was tested with both 15 and 40 minutes incubation. No reactivity was observed with cell# 13.a 1+ reaction was observed with cell# 22.